Manufacturer narrative:
Event summary: the patient data files showed at least sixteen applications were performed with catheter 2af284 / 59052 on the date of the event with no system notices or issues. It was reported that during a cryo ablation procedure, the patient developed a decreased blood pressure resulting in hemorrhagic shock. After the treatment, although the patient's blood pressure was stable, acute renal failure occurred and dialysis was performed. The balloon catheter 2af284 / 59052 was not returned for investigation. There is no indication of the reported adverse events being related to manufacturing. In conclusion, this is a case related to clinical adverse events (blood pressure decrease, hemorrhagic and renal failure). The balloon catheter was not returned for investigation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operatively to a cryo ablation procedure, the patient developed a decreased blood pressure resulting in hemorrhagic shock. It was noted the hemorrhage from the right iliac artery was detected by CT angiography and hemostasis, and blood transfusion were performed. After the treatment, although the patient's blood pressure was stable, acute renal failure occurred and dialysis was performed. The patient was staying at ICU (intensive care unit) and the hemodynamics was stable, however, dialysis is continued. No further patient complications have been reported as a result of this event.